Event description:
It was reported that customer's insulin pump alarmed motor error when filling cannula during an infusion set change. Customer is able to rewind the device, but the alarm is recurring. Customer was advised to discontinue use and revert to a back up plan. Customer's blood glucose was 25.8 mmol/l. Customer confirmed treatment right away. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.